Event description:
The plaintiff has been diagnosed as suffering from type I latex allergy. Plaintiff is at risk of suffering anaphylactic reactions when plaintiff comes into contact with many different commonly used products which contain the natural latex protein. Additionally, plaintiff is now sensitized to latex, is restricted in life as to where plaintiff can go, and what plaintiff can do with life, with career, and with family. Plaintiff has further suffered and will continue to suffer in the future, severe emotional distress, and an inability to engage in normal activities. In additon, plaintiff has suffered physicial injuries, including but not limited to urticaria, hives, allergic rhinitis, itchy and watery eyes, and dyspnea, and other physical injuries, as well as great despair, and loss of enjoyment of life. Furthermore, plaintiff's spouse has been deprived of the consortium, care, support and services of the pt.